Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,15-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not operating as expected. A field service engineer (fse) found that the drawer 3.1 rails were broken. Fse replaced half height cubie drawer 3, performed hardware test application, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had not fully popped out and required manual pulling to open completely. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.